Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device bearings were failing. During service and evaluation, it was found that the bearings were damaged. It was noted that the ball bearings fell apart, missing balls, the cage was not available, the extension sleeve was damaged, and the color rings had fallen off. It was also noted that the device failed pre-repair diagnostic tests for cutter insertion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the unit failed cutter insertion assessment. During repair, it was observed that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to be due normal wear over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). If additional information should become available, a supplemental medwatch report will be submitted accordingly.